Manufacturer narrative:
(B)(4): the meter was found to have capacitor failure and low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 9am. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 1.5 hours later, he developed symptoms of increased urination and disorientation. The patient denied receiving any treatment in response to his symptoms. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When a new test strip was inserted, the meter did not turn on. When the patient pressed the power button, the meter did not turn on. The cca noted the subject meter's battery did need to be replaced; however, the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims, due to the alleged issue, he was unable to test, therefore developed symptoms suggestive of hyperglycemia.